Event description:
On (B)(6) 2013, patient reported he experienced hyperglycemia on (B)(6) 2013, and he believes the insulin delivery of the infusion device is too low. His blood glucose elevated to 450 mg/dl 2.5 hours after he ate, and he experienced dry mouth and frequent urination. His target range is 120-130 mg/dl. He delivered a bolus, but this did not lower his blood glucose. He switched to his backup infusion device, and his blood glucose returned to his normal range. No issues were noted during product troubleshooting. The infusion device, cartridge, adapter, and infusion set were replaced and requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.